Manufacturer narrative:
Concomitant medical products: product ID: evproplus-34us transcatheter valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgement of the right atrial (ra) lead was confirmed by x-ray one day post implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.